Event description:
A complaint was reported regarding a pump battery that was depleting too rapidly. There was no adverse impact on the customer's blood glucose level. Technical support could not identify the cause of the rapid battery drain but managed to start charging the pump, and it was also recognized by a computer. The customer was sent a replacement pump, and the original device is expected to be returned for further examination.